Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead the impedances have gradually increased over time. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported.